Event description:
The customer reported no audio from the mx40. It is unclear whether the device was being used on or off the network.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Manufacturer narrative:
This is a duplicate of report # 1218950-2015-00615.